Manufacturer narrative:
No additional test results were requested for the mr system and coil, as the cause of the injury is clearly identified as an unintended use error.

Event description:
Philips received a report from a customer related to a heating incident with the sense knee coil on an achieva 1.5t mr system during a knee examination.